Event description:
During the withdrawal of the delivery system, the grey positioner and the top cap pulled the contralateral leg graft downward. It appeared that the present tortuosity in the way that the limbs were crossing, created friction between the delivery system and the graft during withdrawal of the introducer. As a result of the occurrence, an improper overlap between the two grafts existed. The overlap was reduced from one full stent body to a half stent, which would not be sufficient enough to provide long-term stability of the junction. An iliac leg graft was utilized to bridge the junction between the leg graft and the contralateral limb of the main body graft. A viewing of the completion angiogram noted a successful aaa repair with no apparent endoleaks and sufficient overlap between all junction points.